Event description:
It was reported an access port was placed for systemic chemotherapy administration. It was accessed regularly without incident. A routine chest film revealed the catheter had fractured and migrated to the pulmonary artery. Removal of the port and percutaneous retrieval of the catheter was successful and without pt complication. A decision was made not to place another port as the treatment was successfully completed with this unit. The pt's condition is good. This device has not been rec'd for eval. Therefore, no failure analysis is available. Since this device was accessed regularly and no difficulty accessing the device was encountered prior to this incident, the co believes initial placement; user technique during access and/or pt anatomy may have contributed to this event. However, co is unable to determine the exact cause for this event. The co's directions for use outline appropriate placement, access and maintenance procedures.